Manufacturer narrative:
Upon arrival the lead was found destroyed. The lead was cut about 20 cm distal the is-1 connector pin, presumably by a scalpel. Both fragments were available for analysis. During the analysis it was determined the insulation of the lead body was crushed at about 48 cm proximal to the lead tip. In addition, it was reported there was a break between the coil and the lead tip. This type of damage is to be regarded as the most probable cause for the clinical complaint. This type of damage requires excessive pressure on the lead body. The characteristics of the damage to the lead body are suspected to be caused by excessive mechanical stress on the lead due to subclavian crush syndrome. Additional damage to the lead is a result of the explantation process. There were no indications of material or manufacturing defects.

Event description:
Ous MDR - this lv lead was implanted on (B)(6) 2009 and showed jumps in the impedance to >3000 repeatedly in home monitoring.